Manufacturer narrative:
Invacare awareness date is (B)(4) 2013. Complaint was not given to regulatory affairs until (B)(4) 2013 for processing.

Event description:
The dealer reported that the bed had an unknown invacare bed. This issue could cause the bed to collapse with the user in it causing them injury.